Event description:
User experiencing discrepant sodium and or potassium results for two patient samples. Patent 1, (actual date of occurrence was not provided for this patient sample) initial sodium gave 171 mmol/l; repeat gave 123 mmol/l. Patient 2 occurred in 2008, initial potassium gave 5.02 mmol/l; repeat gave 3.87 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be mix/dry pressures too high, and adjusted mix/dry pressures. Performance tests were performed.